Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam while using their epiq ultrasound system. According to the customer, images were being added to the wrong patient study. The user identified the data mix-up, and there was no allegation of altered patient outcomes as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The manufacturer previously reported a customer encountered an incident where a patient¿s data was mixed with another exam while using their epiq ultrasound system. There was no allegation of patient harm or injury. Additional information received by the manufacturer indicates the epiq ultrasound system was not the correct device for the alleged malfunction. The field service engineer determined an echo navigator system was being used at the time of reported event, and no allegation was received against an epiq ultrasound system. The allegation was forwarded to the philips medical systems nederland b.v. For review and reportability determination. No additional review is required for the epiq ultrasound system.